Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Only the clinical report was used to determine root cause. The cause of the delivery issue was use related. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 40-year-old patient suffering from covid 19, endocarditis, and cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The medical staff had difficulty delivering the device via sponge plugs, but was eventually successful when placing via the axillary. The pump supported the patient for just under 10 days.